Event description:
The audiologist reported that the recipient is being revised on (B)(6) 2023. The lead has extruded through the external auditory canal (eac). The surgeon's plan is to try to reinsert the current array. This report refers to 9710014-2023-001014. For further information please refer to this report.